Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Na.

Event description:
It was reported that suture placement in a calcified right common femoral artery was achieved with two proglide devices with an 8f sheath using the pre-close technique prior to a stent graft procedure. Reportedly, the sheath was upsized to 16f and the graft procedure was completed. A proglide knot was attempted to be advanced to the vessel wall. When advancing the knot with the suture trimmer, the suture broke. Another proglide suture was placed. Hemostasis was achieved with the two proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.